Manufacturer narrative:
A review of the manufacturing records was performed. The production order for the intraocular lens was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There are no associated nonconformity reports or deviations. There were no process and/or material changes within the production order. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. A search on complaints revealed that no other complaints for this production order number were received to date. The documentation showed that there were no deviation or assignable cause for the reported complaint. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of manufacture was entered incorrectly on the initial MDR. The correct date is 9/16/2013. All pertinent information available to abbott medical optics has been provided.

Event description:
It was reported that the doctor placed an amo toric intraocular lens (iol) with an intended axis of 106. At the first post-operative appointment later the same day, the axis was noted to be at 117. At 4 days post-operative, the axis was at 135. On (B)(6) 2014, the patient underwent a second surgery to rotate the iol back into the correct axis. No further information was provided.

Manufacturer narrative:
Explant date: if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.